Manufacturer narrative:
E1: patient city:(B)(6) patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in (B)(6) it was reported that on (B)(6) 2024, the patient experiences an issue with positive ketone which results in symptoms such as nausea, vomiting, abdominal pain and breathing difficulty and early sign of ketoacidosis. The high blood glucose starts in early morning and patient is using insulin pump for 48 hours. No further information available